Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was noted upon MRI to be misplaced and in the central canal with the cord. It was noted the patient was receiving morphine at a concentration of 1.0 mg/ml and a dose of 0.0480 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was misplaced during the pump replacement surgery. The patient's baseline weight was noted as (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient reported on (B)(6) 2017 that they have some difficulty with right sided foot drop at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved with sequelae on (B)(6) 20 17. The sequelae was noted to be the patient continued to have right foot drop and receives physical therapy for this as well as an ankle foot orthosis (afo). No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID :8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the day after pump replacement, the patient developed severe lower extremity pain, weakness, and inability to dorsiflex foot. Examination on (B)(6) 2017 gave results of the patient having right lower extremity pain and weakness following pump replacement. The medication solumedrol was initiated as an intervention. The patient reported on (B)(6) 2017 their pain had improved, weakness was about the same and had significant dorsiflexor weakness. An MRI without contrast gave results of the catheter in the central canal with the spinal cord. The device diagnosis was catheter misplacement and the clinical diagnosis was spinal cord compression. The patient reported some improvement in the right lower extremity strength. The catheter was explanted/replaced on (B)(6) 2017. Examination on (B)(6) 2017 gave results of motor and sensory intact except for previously noted foot drop. There was some improvement in right lower extremity range of motion and strength. On (B)(6) 2017 the patient reported the issue continued but there was slight improvement. Examination revealed some weakness of dorsiflexion of the right foot and some decreased sensation to the touch in the right lower extremity. Not much had changed since the previous day. The event resulted in in-patient hospitalization and prolongation of existing hospitalization. The outcome of the event was ongoing. The etiology was noted as related to the device or therapy and related to the implant procedure. No further complications were reported.